Event description:
It was reported that during a transcatheter aortic valve implant procedure, when flushing the delivery catheter system (dcs) capsule, water exited the wire lumen flush port instead of the capsule. During the valve implant, into an existing degenerated bioprosthesis with insufficiency, repeated attempts were made to position the valve at the correct height, but it tended to descend toward the ventricle. The final position before deployment was one diamond below the virtual basal ring (vbr), which was considered acceptable. Deployment was completed with a push guide and no push on the dcs to prevent the valve from descending. When the paddles were released, the valve remained stable. After two minutes, under angiographic conditions, the valve descended into the ventricle and moderate-severe paravalvular leak (pvl) was observed over the skirt. Subsequently, a second 29 mm valve was implanted inside.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name: evolut pro plus dcs; product ID: d-evprop23-29 (lot: 0012819402); product type: 0195-heart valves; use by date: 2027-05-16; UDI (B)(4). Continuation of d10: other medical products in use during the event include: product ID evproplus-29 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2025; explant date n/a, product ID d-evprop23-29 (lot: 0012819402); product type: 0195-heart valves; implant date n/a; explant date n/a. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the dcs with the flush issue was not used to implant the valve. The previously implanted degenerated valve was not a medtronic device. The deployment was completed using the 3 cusp view, and a non-medtronic guidewire was used during the procedure.